Manufacturer narrative:
(B)(4). Method: the complaint neopuff was returned to the fisher & paykel healthcare (fph) service center in (B)(4) where it was inspected and repaired by a trained fph service technician. The broken components were returned to fph (B)(4) for further inspection. Results: visual inspection of the returned components revealed physical damage to the gas outlet port and the tubing of the fascia and valve assembly. The damage appeared to be the result of an impact to the device. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. We note that the subject neopuff is nearly 10 years old. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." The subject neopuff was repaired at our service center and returned to the healthcare facility after passing the performance checks specified in the neopuff technical manual.

Event description:
A healthcare facility in (B)(6) reported that an rd900 neopuff infant resuscitator had broken internal components and a broken gas outlet port. There was no patient involvement.